Event description:
The initial was submitted under a wrong manufacturing site. This report should be voided, as it was submitted in error. An updated report will be submitted under the corrected manufacturing site.

Manufacturer narrative:
The initial was submitted under a wrong manufacturing site. This report should be voided, as it was submitted in error. An updated report will be submitted under the corrected manufacturing site.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 00640005822 ab cluster shell 58 mm, lot# 61133853. Item#00801803205 femoral head sterile 12/14 taper, lot# 63003010. Item# unknown, unknown stem, lot# unknown. Report source: foreign source - (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01988 insert; 0002648920-2019-00340 head. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following : the right hip components were anatomically aligned. No issues were noted. The reported products were reviewed for compatibility and it was determined that the following implants are not compatible: the cocr 12/14 femoral head and alumina insert. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Patient underwent revision due to instability. It was reported that liner was embedded in the shell. Attempts were made to obtain additional information; however, none was available.